Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications and the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, therefore, a cause of undeterminable will be assigned to this event.

Event description:
It was reported that during the procedure when the coil (subject device) was being placed in the aneurysm it detached early. The coil was removed with the catheter. It was exchanged for another and the procedure was completed successfully. The patient outcome was good. There were no clinical consequences to the patient.